Manufacturer narrative:
The affected evita 4 was examined by dräger service on site and a detailed logbook analysis was carried out at the manufacturer. Based on the log entries, it was confirmed that the device performed several warmstarts at 12:44 pm on (B)(6) 2018, until it was turned off by the user at 12:47 pm. This device behavior could be reproduced during the device analysis, and the pcb pneumatic controller was identified as the root cause. After replacing the pcb, the device passed a test run without any further errors. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Since the hardware malfunction could not be rectified by a warmstart in this case, the device repeated the warm start procedure. In this case the IFU states that the ventilation of the patient must be started without delay using an independent ventilation device, if necessary with peep and/or an increased inspiratory o2 concentration. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had three failures with device restart during patient ventilation on (B)(6) 2018 around 12:44 pm. The device audibly alarmed during the boot process and has been replaced by the user. The patient was ventilated on the replacement device with an adapted fio2 and the condition is stable after the event.